Event description:
It was reported that there was high impedance seen on the right ventricular (rv) and superior vena cava (svc) patch lead coils. During a device changeout, the rv lead coil patch still had high impedance greater than 200 ohms. The svc lead coil patch was plugged into the rv high voltage port and the impedance measured 46 ohms. The svc lead coil patch remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: (B)(4) implantable defibrillator 2012 (B)(6); 6721m-50 implantable defib patch lead 2003 (B)(6); 5071-35 implantable pacing lead 2003 (B)(6); 5071 implantable pacing lead 2003 (B)(6); 5866-38m implantable adaptor 2003 (B)(6). (B)(4).